Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. A system assessment for the alleged cobas liat analyzer s/n (B)(4) was done and there was no evidence of a hardware issue nor a tube leakage seen for these runs. For the flu a and flu b runs which were invalidated due to insufficient sample volume detected as the sars-cov-2 (rr channel) was called positive it will overrule the flag, this is as designed. (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for a cobas® sars-cov-2/influenza a/b assay. A customer from (B)(6) alleged they received potential false positive results for four patient samples using the cobas® sars-cov-2/influenza a/b assay. On (B)(6) 2021, the customer reported sars-cov-2 positive results for two patient samples analyzed on the cobas liat system (s/n (B)(4)). The same two patient samples were retested on a second liat (s/n (B)(4)) and generated sars-cov-2 positive result for one of the samples and sars-cov-2 negative for the other sample. The same patient samples were retested a second time the roche mp96 and roche lc480 and a competitor platforms; both systems generated sars-cov-2 negative results for both samples. On (B)(6) 2021, the customer reported they observed sars-cov-2 positive results for two patient samples analyzed on the cobas liat system (s/n (B)(4)). The two patient samples were retested on the roche mp96 and the roche lc480 and competitor platforms; both systems generated sars-cov-2 negative results for both samples. Patient samples were collected using nasopharynx secretion swab and liquid amies transport. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The customer confirmed there was no allegation of harm to the patients. The positive result for one of the four patients were reported out to that patient and/or personnel treating the patient. After retests the negative results were reported out. Four (4) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
Roche has received an increased number of complaints from customers when using cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. Customers are alleging an increased number of initial positive sars-cov-2 results that were negative upon retests on the same platform and/or on other platforms. Investigative testing using returned kits from the field generated an unexpected sars-cov-2 positive rate of 7% with known negative samples. Considering the involved hazards of the issue, there is a remote probability that use of the affected reagent lot will lead to adverse events in populations at greatest risk for infectious complications due to false positive sars-cov-2 results. Adverse health consequences are otherwise not likely. Consignees have been notified to immediately discontinue the use of and discard any remaining inventory of the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system, lot 10119z. (B)(4)..